Manufacturer narrative:
An event regarding altr, wear and loosening involving a accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry concerns a female patient who underwent a primary total hip arthroplasty with an accolade implant and in lfit femoral head and then subsequently almost 6 years later underwent revision surgery for femoral loosening and trunnionosis with pseudo-tumor. I can confirm that the patient underwent the primary procedure and the revision procedure since I was able to review the operation reports. The root cause of this type of failure with pseudo-tumor formation and trunnionosis as well as femoral loosening cannot be determined with certainty. The causes of trunnionosis, pseudo-tumor formation and femoral loosening are multifactorial including surgical technique, especially in the preparation for implantation of the femoral component and trunnion and femoral head, patient factors such as bmi and activity level, as well as implant factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: this inquiry concerns a female patient who underwent a primary total hip arthroplasty with an accolade implant and in lfit femoral head and then subsequently almost 6 years later underwent revision surgery for femoral loosening and trunnionosis with pseudo-tumor. I can confirm that the patient underwent the primary procedure and the revision procedure since I was able to review the operation reports. The root cause of this type of failure with pseudo-tumor formation and trunnionosis as well as femoral loosening cannot be determined with certainty. The causes of trunnionosis, pseudo-tumor formation and femoral loosening are multifactorial including surgical technique, especially in the preparation for implantation of the femoral component and trunnion and femoral head, patient factors such as bmi and activity level, as well as implant factors. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On or about (B)(6) 2014, a registered nurse, tripped and fell at the hospital landing on her right hip. As a result of the accident, she fractured her right hip and required her to undergo a total hip replacement surgery on (B)(6) 2014 where she had a stryker lfit v40 head implanted into her body. On (B)(6) 2017 plaintiffs orthopedic surgeon advised her of the elevated levels of cobalt and chromium in her bloodwork. Patients right hip has not yet been revised.